Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported three rh types that are not duplicating historical results when testing with seraclone anti-d blend. In one case the patient sample had yielded a false negative test result with seraclone anti-d blend. Two other patient samples yielded a false positive test result with seraclone anti-d blend. The customer signaled to send in the samples that had caused false positive respectively false negative results plus the supposedly defective product for investigational testing. We are still waiting for these samples.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported three rh types that are not duplicating historical results when testing with seraclone anti-d blend. In one case the patient sample had yielded a false negative test result with seraclone anti-d blend. Two other patient samples yielded too weak test result with seraclone anti-d blend. The customer did neither return the patient samples that had caused the false negative respecitvely the weak positive test results nor the allegedly defective product for investigational testing. Therefore our quality control laboratory tested their retained seraclone anti-d blend sample of the claimed lot at immediate spin with different acd clotted donor samples and four different weak d samples (weak d type 1, weak d type 2, weak d type 3, weak d type 4). All d positive donor samples yielded strong positive reactions. The weak d samples yielded weaker reactions (2w to 2+) when tested in immediate spin. The minimum titer of 32 was exceeded in our test. Seraclone anti-d blend is a monoclonal blend of three clones (one igm and two igg) suitable for the tube technique including antiglobulin test and detecting weak d's and d category vi. Based on the mixing ratio it is possible be that not all weak d types will yield a strong positive reaction during testing with the immediate spin method, but will so when using the indirect antihuman globulin test, iat. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.